Event description:
As reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) was difficult to press, and it could not be pressed at all. Upon removal, the plug was found partially deployed and partially out of the shaft, and normal closure could not be performed. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient. There were no visible signs of device or package damage prior to use, and the device was stored and prepared according to the instructions for use (IFU). The vascular closure device (vcd) and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. The indicator window was solid black at that time, and no red color was observed during retraction. The vcd and non-cordis sheath were removed as a single unit approximately 1¿2 seconds after the deployment button depression was attempted. The puncture femoral site was confirmed on angiography to be suitable, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. The physician was certified in the use of the exoseal vcd. The vcd was used in an interventional procedure with a retrograde approach. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.